Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes did not fill completely. It filled up to 1ml, and then stopped. Foreign complaints the following information was provided by the initial reporter, translated from (B)(4) to english: ¿the 3,0ml edta dubes are not aspirating the entire volume of blood. It was reported that it aspirate approximately 1,0ml and then stop aspirating as there is no vacuum in order to complete the volume. Customer has notified bd in the past regarding the same issue: (B)(4) with a different batch number.¿

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#260774 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes did not fill completely. It filled up to 1ml, and then stopped. Foreign complaints the following information was provided by the initial reporter, translated from portuguese to english: ¿ the 3,0ml edta dubes are not aspirating the entire volume of blood. It was reported that it aspirate aproximatelly 1,0ml and then stop aspirating as there is no vacuum in order to complete the volume. Customer has notified bd in the past regarding the same issue: pr#635361 with a different batch number. ¿